Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Reported loss of connection - rcvr/mobile phonenote: transmitter unknown modeltx sn: 81kxpq item: mt23620description: g6 orion transmitter electronics assembly for castingrevision: 007smarthphone - (B)(6) 10e.